Manufacturer narrative:
RMA issued. Medtronic investigation of returned suspect open spine clamp found physical damage to the head of the adjustment screw. The head has been rounded. The adjustable jaw is bent to on side and no longer aligns with the lower jaw. The reported issue could be duplicated. Physical damage/deformation directly caused the event.

Event description:
A medtronic representative reported that, while in a spine procedure, a long open spine clamp was stripped. The surgeon used a thoracic clamp, instead of the open spine clamp, to continue. The procedure was completed with the use of the navigation system. There was no impact on patient outcome.